Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm theraphy, customer reported that the first solex 7 catheter (lot #unknown) lumens could not be flushed and was removed. A second solex 7 catheter (lot #unknown) was placed below the first catheter placement site via left subclavian; on the 6th-day, the nurse noted blood-tinged saline within the start-up kit (suk) circuit. A solex 7 catheter leak was suspected. The thermogard console generated an "air trap" alarm and it was placed on standby. It is not known if the saline bag was empty. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown. Please see MFR 3010617000-2021-00545 for the solex 7 catheter (lot #unknown).

Event description:
During ivtm theraphy, customer reported that the first solex 7 catheter (lot #unknown) lumens could not be flushed and was removed. A second solex 7 catheter (lot #154923) was placed below the first catheter placement site via left subclavian; on the 6th-day, the nurse noted blood-tinged saline within the start-up kit (suk) circuit. A solex 7 catheter leak was suspected. The thermogard console generated an "air trap" alarm and it was placed on standby. It is not known if the saline bag was empty. The catheter was removed and specifics of further treatment to the patient was not provided. No consequences or impact to patient.

Manufacturer narrative:
Additional information in b5 and correction in h6.